Event description:
The customer called to request assistance in programming the basal rates and to correct the time. The customer stated that they were hospitalized for high blood glucose. The called was terminated prematurely before getting more information. Later, the customer called back and requested assistance in taking out the converter. Explained customer that there was no converter tool sent with the pump, but it will be delivered overnight.